Event description:
It was reported that the left pectoral device pocket was red in color. The device was explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.